Event description:
Emergency medical technicians responded to a patient in full cardiac arrest and initiated cardio pulmonary resuscitation. A nurse arrived, diagnosed ventricular fibrillation, and attempted to charge defibrillator to 200j. Unit did not respond. Battery indicated low power, although user states that the battery indicator lamp had been green (charged) when the battery was first removed from the charger. User states that a second battery (also with a green indictator lamp) was removed from the charger and placed in the defibrillator. The defibrillator still would no function. The patient was transported to a hospital, but did not survive. The user stated that both the defibrillator and the battery charger were tested after the event and found to be functioning normally, but that the batteries would not hold a charge. User further stated that the battery charge indicators and defib output are checked on "a near-daily" basis and had appeared to be functioning normally. The event is not occurring more frquently or with greater severity than is usual for the device.